Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue. Additionally, it was reported that the insulin gauge was incorrect. The customer declined to troubleshoot this issue with tandem customer technical support. The customer's blood glucose level ranged from 120 -130 mg/dl.